Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Multiple unsuccessful attempts were made to gather additional information regarding the reason for the sapien 3 valve explant. Patient medical records and procedure op notes (implant and explant) were not provided by the hospital for review. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for explanting the valve and replacing the valve with a surgical valve is not available currently. There is insufficient information to determine if the event was related to a device malfunction. The reason for the valve explant cannot be confirmed. It is possible that the patient factors and co-morbidities may have contributed to the valve explant. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The type of thv valve is unknown; however, these are the possible 510k number for sapien, sapien xt, and sapien 3: p110021, p130009, and p140031. Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, after implant of a sapien valve in an unknown position for an unknown duration, the valve was explanted and replaced with an edwards surgical valve. The cause of the explant is unknown at this time.